Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve has been returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be filed.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 4.5 years, was explanted due to cuspal tears. There were no adverse pt effects reported.